Event description:
Reporter indicated that at office visit, the neurologist was unable to interrogate the pt's device. It ws reported that the pt's device was hard to see or find under the skin and that there had been problems interrogating this pt in the past. The same programming system had been used previously to interrogate other vns pts with no problem. Treating neurologist believes that the pt's generator pocket may be too deep and has referred the pt to the surgeon to investigate pocket depth and the surgical procedure used to implant the device. It was reported that the pt is obese and has grained 7 or 8 pounds since last seen by physician. Reporter indicated that the pt was already thick around the shoulders.